Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer had not reported any symptoms and was treated with food. Customer's current blood glucose value and at time of incident was 53 mg/dl and also reported 77 mg/dl and 153 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer does not allege pump was over delivering. The drive support cap appears normal. The product was not returned for analysis.